Manufacturer narrative:
Device evaluation of electrode belt (B)(4) has been completed. The reported problem (adjust belt, check belt messages) has been confirmed. Upon investigation the electrode belt failed an ECG fall-off test. ECG b was found to be contaminated, causing the failure and reported messages. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse event resulted from the damaged electrode belt.

Event description:
A us distributor reported that a patient's electrode belt was producing adjust belt and check belt messages.